Manufacturer narrative:
Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal, sn (B)(6), +19.5d) was explanted on (B)(6) 2023 due to unexpected outcome for the patient's vision. The lal was replaced with an ic-8 apthera iol that was 26.5d. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal (sn (B)(6), +19.5d) was explanted and replaced with an ic-8 apthera 26.5d iol. The above information suggests that the initially selected iol power was not a good fit for this eye and/or symptoms associated with prior rk incisions justified a pinhole optic iol. Manufacturer reference #: (B)(4).